Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone, the insulin pump had stopped and it alarmed button error. None of the buttons were responding and it wasn't delivering any insulin. Customer's blood glucose was 209 mg/dl. The device might have been exposed to sweat as the customer works out. Customer had to go to the hospital since she didn't know how to treat high blood glucose without the insulin pump. Customer also noted condensation in under the lcd display possibly done by the sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. It was unable to perform functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests due to keypad anomaly. No button error alarms noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump had moisture damage noted on lcd board and mother board during visual inspection.